Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, severely calcified and 90% stenotic distal left circumflex artery. The physician advanced the 3.0x15mm maverick2 balloon to the lesion and inflated it to 8 atms for twenty seconds on the first inflation. Then the physician inflated the balloon to 14 atms for twenty seconds on the second inflation and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another non-bsc device. Patient status is reported as "good".